Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device and verified the customer reported malfunction. The cse replaced the graphic user interface (gui) keyboard, tested and realigned the oxygen (o2) sensor. The unit then passed all tests and calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that, a ventilator had a keyboard malfunction. There was no patient involvement.